Manufacturer narrative:
Results: no samples were returned from the customer facility of the incident. Water fill testing was conducted on the 20 retention samples from a previous complaint (B)(4) and ¿stopper popoff¿ was not observed. The 20 retention samples stated draw is 4.0ml with the specification limits of 3.24ml to 4.40ml. The tubes tested within the specification limits. There was no stopper pop off observed during the draw testing. There were no related quality notifications. All process and final inspections comply with specification requirements conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4)

Event description:
The cap of the 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tube is coming off after use. There was no report of injury or medical intervention.